Event description:
Reporter alleged obtaining blood glucose readings of "hi" twice daily for the past week and went to hospital to test glucose. Reporter stated, obtaining a blood glucose result of "hi" on his advantage system compared to the hospital measurement of 171 mg/dl when testing was performed 5 minutes apart. Reporter indicated taking normal oral diabetes medications prior to going to the hospital; however, no other actions were taken or treatment reported after the testing was performed. A request was made for the return of the suspect device and replacement product was sent.